Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of cecum with terminal ileum procedure, after the firings, yellow plastic materials were found at the cavity and the broken pieces were retrieved. The shipping wedges were checked and it was found that two were broken. The shipping wedges are thought to have not been removed prior to using the reloads. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the shipping wedge. A fragment of the shipping wedge was returned. The reload was fully fired and functioned as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of cecum with terminal ileum procedure, after the firings, yellow plastic materials were found at the cavity. The surgeon searched the broken pieces with the camera and retrieved them by forceps. The shipping wedges were checked and it was found that two were broken. The shipping wedges are thought to have not been removed prior to using the reloads. There was no patient injury.